Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. There was no reported adverse impact to the customers blood glucose level.